Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
The customer reported the battery will not charge. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4: 19nov2020, b4: 23nov2020. The remote service engineer (rse) clarified there was no patient involvement and indicated the malfunction occur during power on self test (post) and post occurs before patient is connected. The remote service engineer (rse) confirmed the issue with the customer and explained to the customer how to replace the batter. The customer has replaced the battery to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.